Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a revision surgery was performed for a distal tibia implant failure that resulted in the implant breakage. The patient presented with pain and an x-ray was taken to confirm that the plate was broken. Concomitant device: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one 2.7/3.5mm va-lcp anterolateral distal tibia pl/8 holes/right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 02.118.206, lot number: h112988, part manufacture date: 09-jun-2016, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia pl/8 holes/right product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the plate is broken at the 7th hole close to the l shaped section. Furthermore, on several areas of the plate are scratches and impression marks visible. Dimensional inspection: the thickness of the plate close to the breakage measured within the specification. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. Summary: the complaint condition is confirmed as the plate was found broken. This lot was manufactured in june 2016 and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.